Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant is unk. The aortic neck has severe angulation and a conical aortic neck. It was reported approx. 22 months post stent graft implantation the stent graft migrated, resulting in a type I endoleak. The cause of the migration may be related to the severe angulation of the aortic neck resulting in a type I endoleak which resulted in aneurysm enlargement. The physician elected to treat the pt with placement of an aortic cuff. There still appears to be a slight endoleak, however, the physician believes that there may be a type ii endoleak. The pt was reported to be fine and no add'l clinical sequelae have been reported.

Manufacturer narrative:
.